Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient died while receiving ecmella support, which involves the combined use of extracorporeal membrane oxygenation (ECMO) and the impella microaxial pump. It reported contributing factors including thrombus formation during support, intestinal obstruction, suboptimal initial vessel condition, left main (lm) stenosis, and procedural complexity. The cause is not impella related according to the physician.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the thrombosis, in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.